Event description:
Additional information received reported the manufacturing representative was unaware of the cause of the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient saw a company representative on (B)(6) for his first post-op visit. The device was not able to be assessed due to being discharged. The patient had been charging at home and keeping it charged, has not let it go down to 50%.

Event description:
It was further reported that the patient¿s doctor ordered an x-ray which showed that the patient¿s leads had shifted to the right as compared with their x-ray on the day of implant. The patient was going to talk with their doctor to decide if they wanted to try re-programming or if they wanted to do a lead revision. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no mention in the doctor¿s notes about a lead migration or revision. The patient was seen by a manufacturer on (B)(6) 2014 for reprogramming. The device was explanted on (B)(6) 2014 because the dorsal column stimulator ¿failed¿. The patient status after the revision was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was seeing a manufacturer representative on the day of the report for reprogramming. For the 5-6 weeks prior to the report the patient had been feeling ¿someone turning a light bulb switch on/off all the time¿. The manufacturer representative could see the patient¿s feet ¿jumping¿. There were constant surges down both thighs to the patient¿s feet. The surges were happening where the stimulation was covering the patient¿s pain. The patient had been keeping their device charged. The impedances were normal and reprogramming had been done. The patient had comfortable stimulation but continued to feel the on and off stimulation in both thighs and feet which was their stimulation coverage area. The patient reported it was not the same stimulation as their trial stimulation. Their coverage was good. The patient¿s amplitude, pulse width, and rate were reprogrammed. When the pulse width was decreased from 1,000 to 650 the patient was getting good coverage on both thighs and feet but when they decreased it to 300 the patient was not getting stimulation on their left leg and was not feeling the surges. The patient liked 60 hz. The patient only had one lead programmed as both leads were implanted towards the right side. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was having their device explanted. The date of the explant was unknown at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.